Event description:
The disposable loading unit was used with an auto suture ta 55 instrument during an abdominal hysterectomy procedure. Reportedly, the staples did not lock. The surgeon manually sutured to complete the procedure. The hospital has reported that no pt injury occurred.